Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had unexplained pump error codes and pump "freak out" and beep, turn red and stops the whole system. The clinicians would replace the module if the issue occurs. This was reported to bd representatives during site visit. Bd clinical practice consultants discussed troubleshooting the pump error. There was patient involvement, however outcome is unknown.